Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on information that the procedure occurred "at the end of (B)(6)." The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar hydrogel placement procedure performed at the end of (B)(6) 2020. Reportedly, there were no complications or visualization issues noted during placement. According to the complainant, the patient was given a catheter post procedure. The patient experienced pain in the pelvic/rectal area, and discomfort upon procedure completion. Blood was noticed in the catheter and patient's urine. Reportedly, the bleed originated from the patient's urethra. A computerized tomography (CT) scan was performed post procedure, and showed that the placement of the gel looked different than usual. Reportedly, magnetic resonance imaging (MRI) was performed a month after the procedure, and the gel appeared to be placed in the prostate gland. The patient is reported to still be in pain.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/31/2020, was chosen as a best estimate based on information that the procedure occurred "at the end of january." Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code 3009 captures the reportable event of gel misplaced non-vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar hydrogel placement procedure performed at the end of (B)(6). Reportedly, there were no complications or visualization issues noted during placement. According to the complainant, the patient was given a catheter post procedure. The patient experienced pain in the pelvic/rectal area, and discomfort upon procedure completion. Blood was noticed in the catheter and patient's urine. Reportedly, the bleed originated from the patient's urethra. A computerized tomography (CT) scan was performed post procedure, and showed that the placement of the gel looked different than usual. Reportedly, magnetic resonance imaging (MRI) was performed a month after the procedure, and the gel appeared to be placed in the prostate gland. The patient is reported to still be in pain. *additional information received on (B)(6) 2020* reportedly, as of (B)(6) 2020, the patient was treated with pd-103 implant as monotherapy for carcinoma of the prostate. The implant was performed without any difficulty. A cystoscopy was done immediately following the implant and there was no active bleeding. The patient was brought to a radiation oncology with a catheter in place since it was immediately post-implant. Reportedly, that is when the blood was noted in the foley catheter bag. The CT that was done is seen by the physics department so that computer dosimetry can be performed. Upon the review of the CT scan it appeared somewhat unusual. Reportedly, it was a non-contrasted CT scan done on a unit which was 2-3 generations behind current scanners. Therefore, it was not an optimum image but was reported to be sufficient for dosimetric purposes. Approximately 6 weeks after the implant, the patient reached out to dr. Evans, since he continued to feel pain. The magnetic resonance imaging (MRI) was obtained, it was reviewed with a different radiologist who felt that spaceoar was not normal. The initial reading did not suggest any abnormality.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar hydrogel placement procedure performed at the end of (B)(6) 2020. Reportedly, there were no complications or visualization issues noted during placement. According to the complainant, the patient was given a catheter post procedure. The patient experienced pain in the pelvic/rectal area, and discomfort upon procedure completion. Blood was noticed in the catheter and patient's urine. Reportedly, the bleed originated from the patient's urethra. A computerized tomography (CT) scan was performed post procedure, and showed that the placement of the gel looked different than usual. Reportedly, magnetic resonance imaging (MRI) was performed a month after the procedure, and the gel appeared to be placed in the prostate gland. The patient is reported to still be in pain. *additional information received on (B)(6), 2020* reportedly, as of (B)(6), 2020, the patient was treated with pd-103 implant as monotherapy for carcinoma of the prostate. The implant was performed without any difficulty. A cystoscopy was done immediately following the implant and there was no active bleeding. The patient was brought to a radiation oncology with a catheter in place since it was immediately post-implant. Reportedly, that is when the blood was noted in the foley catheter bag. The CT that was done is seen by the physics department so that computer dosimetry can be performed. Upon the review of the CT scan it appeared somewhat unusual. Reportedly, it was a non-contrasted CT scan done on a unit which was 2-3 generations behind current scanners. Therefore, it was not an optimum image but was reported to be sufficient for dosimetric purposes. Approximately 6 weeks after the implant, the patient reached out to dr. Evans, since he continued to feel pain. The magnetic resonance imaging (MRI) was obtained, it was reviewed with a different radiologist who felt that spaceoar was not normal. The initial reading did not suggest any abnormality. *additional information received on (B)(6) 2020* reportedly, the patient condition has improved. According to the physician, the patient pain is much better.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on information that the procedure occurred "at the end of january." Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code 3009 captures the reportable event of gel misplaced non-vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.